Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the pump was placed on (B)(6) 2018 (due to battery) and was removed on (B)(6) 2018 (conflicting date that was previously reported) due to the surgery site (incision) opening up so they did not get an infection. The device status was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 10 mg/ml dilaudid (hydromorphone) at 5 mg/day. The reason for use was chronic pain. It was reported that the patient had complications with her device. The rep was informed that this patient presented to the ER on (B)(6) 2018 with a wound dehiscence and the pump was visible to the naked eye. The patient was taken to surgery on (B)(6) 2018 for full system removal. The catheter was found to be cut or broken in the spinal incision. The patient states she had very good efficacy and there were never any residual volume discrepancies. The patient was discharged that same day without complication. The customer was notified that the product should be returned, but it would not be returned as the customer discarded. It would not be replaced by a device of the same manufacturer in the future. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ the patient¿s weight was unknown. The rep and hcp had no further information. There were no further complications reported/anticipated. Additional information was received from the patient on (B)(6) 2018. It was reported that the patient had no pain control, which was noted as sudden, and no troubleshooting was performed prior to or during the call. The doctor had told the patient he didn¿t think that the patient was getting the medication she should have been getting. It was also reported that the pump ¿never covered all her pain¿ ((B)(6) 2005) and had to take oral medication as well. There was no out of box failure reported and there was no medical/therapy problem related to the device. It was then reported that blood was coming out through the incision on (B)(6) 2018. The patient stated they removed the stitches a day early and she was getting up out of the recliner and blood started coming out of the incision. The called the doctor and the doctor told them to put the ¿bloody binder back on¿ and then she went to the doctor. The patient reported that when they were removing the pump and catheter on (B)(6) 2018, the doctor told the patient that the catheter was ¿crumbling¿ as it was being removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2018. It was reported that the pump wasn¿t removed for infection, it was removed for wound dehiscence. ¿device was not the cause of the circumstances.¿ the patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.